Manufacturer narrative:
On (B)(6) 2015 follow up: customer reported that blood glucose level was good. The t:slim user guide states, "make sure that you always have an insulin syringe and a vial of insulin with you as a backup for emergency situations. You should also always have an appropriate emergency kit with you. Talk with your healthcare provider regarding what items this kit should include." Additionally, the user guide states, "caution: monitor your blood glucose (bg) levels frequently with the guidance of your healthcare provider anytime there is an interruption of insulin delivery. If pump therapy can not be resumed start backup plan per your healthcare provider." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was awaiting receipt of a replacement pump. Customer did not have back-up insulin therapy. Customer went to the hospital feeling ill with a blood glucose (bg) level of 435 mg/dl. Customer was treated intravenously. Customer was discharged to home the following day with bg level slightly improved. Customer was given a prescription for insulin injections.